Event description:
The customer reported an unexpected negative result on the echo. She ran patient sample with a history of anti-kell on a screen on the echo which resulted negative for all cells.

Manufacturer narrative:
Review of customer instrument camera images:cell I (heterozygous for kell) visually this reaction appeared negative with a light pink background suggestive of a slight red cell adherence. This well was given a well score of 0. Cell 2 visually this reaction appeared negative. This well was given a well score of 0. Cell 3 visually this reaction appeared negative. This well was given a well score of 0. The positive control well appeared positive as expected with a well score of a 4+ interpretation.the reactivity of the k antigen was confirmed on retention capture-r ready screen 3 (crrs 3). The reactivity of the k antigen was confirmed on returned crrs(3).returned patient sample was tested with returned and retention crrs(3) on our in-house echo. The echo resulted in negative antibody screen with the patient's sample. The sample was tested by tube hemagglutination tests using retention panoscreen I, ii and iii. A room temperature incubation was included. The sampled only exhibited postive reactivity (1+) at the indirect antiglobulin tests.the event appears to be related to the nature of the sample.